Manufacturer narrative:
The customer contacted the siemens regional support center (rsc). Rsc reviewed the instrument data files and confirmed that the event was neither related to an aliquot nor a reagent well set issue. The rsc discovered that the photometer data showed abnormal patterns, which indicated either a reagent arm 2 (r2) issue, or sample carry over or a mix issue. Quality controls were within range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed monthly preventative maintenance, maintenance on reagent arm 1 (r1) and r2, drain inspections and drain cleanings. The cse ran service methods, which were within specifications. The cause of the discordant, falsely elevated tbil result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated total bilirubin (tbil) result was obtained on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument (serial number (B)(4)), resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tbil result.